Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin correctly due to experiencing elevated blood glucose (bg) levels. However, the customer is currently off of the pump and the reason for the high bg levels are unrelated to the pump or supplies. It was confirmed with tandem technical support that while the customer was using the pump for insulin therapy, his bg levels were in the 90-180 mg/dl range. The customer is "confident the pump is no longer working". Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.